Event description:
It was reported that the left ventricular (lv) lead was dislodged the day following implantation. The physician did not believe a defect in the lv lead electrode but thought the dislodgement may be related to patient anatomy. The lv lead was explanted and replaced. The patient was not pacemaker dependent and was stable throughout.